Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/5/2020. H.6. Investigation: a device history record review was performed for provided lot number 191003. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident and all inspections were found to be within specification. To aid in the investigation of this incident, both a physical sample and a picture sample were received for evaluation by our quality engineer team. The defect was able to be confirmed through examination of the picture sample. The hub was observed broken at the presfit (plastic part). Based on the investigation results, an exact manufacturing related cause could not be determined for this incident. The blunt fill needle should puncture the stopper at a 90° angle. If this issue were to reoccur, a video sample showing the procedure used would be helpful in determining a cause for this damage.

Event description:
It was reported that ndle 18ga 1-1/2in blt fill nc tw shld needle hub was cracked. This occurred on 2 occasions. The following information was provided by the initial reporter: I got a blunt fill needle back from our oncology daycare center. The plastic attachment is broken.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that ndle 18ga 1-1/2in blt fill nc tw shld needle hub was cracked. This occurred on 2 occasions. The following information was provided by the initial reporter: I got a blunt fill needle back from our oncology daycare center. The plastic attachment is broken.